Event description:
It was reported that the user had painful stimulation from channels 7-12, these channels were disabled on (B)(6) 2021. Prior to this date all channels were enabled. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the limited information received from the field the device was explanted due to painful sensation with stimulation of the most basal channels. Information on the device explantation report form states that the electrode was fully inserted at the time of explantation. Mechanical damages found are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user had painful stimulation from channels 7-12. The user was re-implanted on (B)(6) 2021.